Event description:
It was reported that pump experienced malfunction with malf 16 and could not be reset, with no notable events occurring beforehand and no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy and pump was confirmed to be in warranty and included in field correction. Technical support arranged shipment of replacement pump with updated software, confirmed shipping details, and instructed customer on using storage mode, returning malfunctioning pump within 10 days, and setting up pump settings and continuous glucose monitor on replacement device, which customer understood and acknowledged.